Manufacturer narrative:
No motor error alarm, displayable history crc check failed on startup alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 526 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer also reported that the insulin pump received motor error alarm five times as well as no delivery alarm. Customer reported that alarm did not occurred during manual prime. Customer was not able to troubleshooting at time of call. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.